Manufacturer narrative:
The device has been received. However, the device analysis has not yet began. A supplemental report will be submitted. Linked with MDR: 2029214-2019-00605. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two pairs of marksman and pipelines could not be deployed because they broke when the physician attempted to deploy them. Prior to the event, access was achieved to the aneurysm with a navien, guidewire, and marksman. Then when they attempted to rise and deploy, it broke and the devices were retracted together outside patient. Another marksman (same lot) and same sized pipeline were used in the second attempt and they were also broken at almost the same location as the previous devices. These devices were also removed. A marksman from another lot and pipeline that was one size up (4.75-25) was used. Although there was a twist, which was normal pipeline procedure under the advice of dr. Ito, the device was successfully developed and the procedure was completed without further issues. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 20mm x 14mm located in the cavernous segment of the right internal carotid artery (ica). The distal and proximal landing zone was 3.7mm x 4.4mm. The vasculature was moderate in tortuosity. The patient was on dual antiplatelet therapy. There are no images for review. It was noted that the first pipeline ((B)(4)) was stuck in the distal shaft of the first marksman microcatheter and the second pipeline ((B)(4)) was stuck near the proximal shaft of the second marksman microcatheter. Both of the microcatheters were observed to be broken in middle segment. Damage to the pipeline pushwires were unknown. Need clarification ancillary device: chikai 014 guidewire, shuttle 7fr guiding catheter.

Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the catheter body was found to be stretched and accordioned at from the distal tip. In addition, the catheter appeared to be separated at the distal tip. The broken ends of the catheter exhibited with stretching, necking, accordioning and broken braids which indicated that the catheter separated when exceeding the tensile strength of the tubing material. No flash or voids molded were observed in the hub. Based on the device analysis and reported information, it is possible the catheter broke due to high force used (pushing and pulling). It is likely these damages occurred when the customer attempted to advance the flow diverter through the marksman catheter against resistance. It is likely that the patient tortuous anatomy may have contributed to the reported issues. Furthermore, the user context may also contribute in this event as the user continued to advance the device despite of resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.